Manufacturer narrative:
Block a2: the patient's exact birth date is unknown; however, it was reported that the patient was born in 2012. Block h6: imdrf device code a0401 captures the reportable event of pull wire broken.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. During the procedure, when the physician withdrew the pull wire, it broke off outside the patient. The physician continued to use the remaining portion of the pull wire and was able to successfully complete the procedure and place the feeding tube. Photos of the device were provided by the customer and show the pull wire was broken off. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.